Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt and evaluation completion of the device, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic receive information that during coiling treatment of cerebral aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that few attempts were made but the coil was not detached. The coil was removed from the patient and new coil was used to continue the procedure. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damaged and stretched with the polypropylene filament intact and still attached to the pushwire. The pushwire was found broken into two segments which were retained together by the release wire. The proximal pushwire segment was found broken on its proximal end. The proximal pushwire tip containing the actuator interface crimps was missing and not returned. Additionally, the pushwire was found bent at the proximal end. The distal break in the segment was found distal to the break indicator. The distal pushwire segment was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, the distal pushwire segment was intentionally broken from its proximal end to gain access to the release wire. The release wire broke when it was pulled, but the implant coil remained attached to the pushwire. The outer jacket was removed, and dried blood was observed. After the dried blood was removed, the implant coil was detached from the pushwire. Follow up was conducted regarding the missing proximal tip of the pushwire. Response received confirmed that it will not be returned as it was scrapped at the site. The instant detacher and the proximal tip of the axium prime pushwire were not returned; therefore, any contributing factors from these could not be assessed. The cause for the difficulty during detachment with the instant detacher could not be determined. It could not be determined if the tack weld replacement (twr) crimps were successfully broken as the proximal tip of the pushwire was not returned. The pushwire was broken in more than one location; therefore, it could not be determined if the initial break in the pushwire was at the correct location for manual detachment method. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.